Event description:
A report was received that the patient¿s pocket site opened and pus was coming out. The physician confirmed it was an infection. The patient underwent a procedure wherein the pocket site was flushed and re-stitched. It was stated that the infection was from the wound being opened by patient¿s overdoing activity. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that patient's symptoms also included bleeding and oozing pus at the pocket site. The patient's ipg will be taken out since the incision site was not healing and kept on opening up.

Event description:
A report was received that the patient¿s pocket site opened and pus was coming out. The physician confirmed it was an infection. The patient underwent a procedure wherein the pocket site was flushed and re-stitched. It was stated that the infection was from the wound being opened by patient¿s overdoing activity. The patient was reportedly doing well.

Event description:
A report was received that the patient¿s pocket site opened and pus was coming out. The physician confirmed it was an infection. The patient underwent a procedure wherein the pocket site was flushed and re-stitched. It was stated that the infection was from the wound being opened by patient¿s overdoing activity. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient underwent explant. The explanted ipg was not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.